Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 1 tube contained foreign matter inside the tube wall. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as followsd.2.a medical device type: jka.d.2.b common device name: tubes, vials, systems, serum separators, blood collectionthere were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373.investigation summary:bd received three photos for investigation. The evaluation of the photos confirmed the presence of fm in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.this complaint has been confirmed for the indicated failure mode: foreign matter -unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.